Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the insulation was abraded at 26.9 cm to 28.0 cm from the connector pin which exposed the outer coil. Abrasions are consistent with constant friction with another implantable device.

Event description:
It was reported that the atrial lead exhibited undersensing. Upon inspection, an insulation break was noted. The lead was explanted and replaced.